Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was new to the insulin pump and not using auto mode at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was in 300 mg/dl to 400 mg/dl. The customer was assisted with troubleshooting. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.